Event description:
It was reported that the shock impedance was high out-of-range and greater than 200 ohms at a patient follow-up the day after a new pulse generator had been implanted. X-ray showed the df-1 terminal pin was not fully inserted into the header. The patient underwent a revision procedure and the pin was fully inserted. The device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).